Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported a patient with complaints of foreign body sensation and tearing of the right eye three days following lasik treatment. The patient was noted to have infiltrates and loose epithelium. Additional information received; the patient is seeing and feeling more comfortable. The infiltrates have resolved with additional antibiotic/steroid combo ointment. The patient is reported to have irregular epithelium and will use sodium chloride hyper tonicity drops with frequent lubricant drops until improved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).